Manufacturer narrative:
A root cause investigation was performed, and allegations reported by the customer were deemed to be false. The investigation determined that the customer placed an order for two of part number 854210u on (B)(6) 2019. On (B)(6) 2019 the senior regional sales representative for (B)(6) received a complaint feedback form from the complainant alleging that the label on the vial and cap do not match. Actual wording " label on vial is correct but the cap and the actual implant are incorrect. The cap shows 653711u and so is the implant." The complainant documented that this was discovered when the product was being unpacked and there was no patient impact and the planned procedure was completed in the same visit. On (B)(6), the customer feedback form was sent to implant direct customer service and complaint #(B)(4) opened in the system. The product was requested back from the complainant on (B)(6) 2019. On (B)(6) 2019 complainant filed a request to return a quantity of two for part 653711u stating that they did not order this material. A return credit was issued to complainant as it was discovered that on (B)(6) 2019 an order entry error was made for two vials of part 653711u for this customer. On (B)(6) 2019 the product was returned to implant direct and then sent to the complaints team for investigation. On (B)(6) 2019 a revised customer feedback form was re-submitted by the senior regional sales representative stating that the initial form had errors. The revised form now stated that the item was 653711u and the actual wording on the form is as follows " the cap and implant are correct but the label on the vial is incorrect. The cap shows 653711u and so is the implant." The investigation documentation states that two components were returned, the implant and healing collar, in an opened vial. The customer while having both devices at their site may have mixed them up while packaging them for return. Additionally, the internal engagement of the returned implant showed a large circular scratch indicative of use. The remaining inventory was confirmed to be properly labeled and packaged. Based on this investigation, the it was determined that the product met its specifications upon release and did not malfunction. As a result, the event was classified as not reportable and no further corrective actions were taken. This complaint has since been re-evaluated and is being filed late out of an abundance of caution.

Event description:
Per complaint (B)(4), during product unpacking, it was discovered that an implant vial was mislabeled. Per the complaint, the label on the vial was incorrect, however, the cap and implant correctly identified the part number as 653711u.